Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through sheath" was unable to be confirmed as neither the complaint device nor applicable imagery was provided for review. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation, indicating that it is unlikely that a manufacturing nonconformance contributed to the reported event. The event description states, "the team performed leg vessel predilation and sheath upsizing for tortuous calcified legs... The femoral arteries had calcium and tortuosity... As the doctors were performing valve alignment in the descending aorta, the extra support .035 wire was pulled from the lv. They attempted to re-cross without success. The doctors were reluctant to pull the delivery system back through the 14fr sheath so they deployed the second 26mm s3u in the descending aorta. The delivery system was removed after inflation and the 14fr sheath was left in place." In this case, the user elected to deploy the valve in non-target location rather than to withdraw the device likely due to a concern of potential vasculature complication. The presence of tortuous patient anatomy could have created a non-coaxial withdrawal angles which may increase the risk of interaction between the crimped thv and sheath tip during withdrawal. In addition, calcified femoral arteries may further increase the risk of interaction between the crimped valve and calcium nodules. Attempts to withdraw a device under such condition can result in withdrawal difficulties. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (non-coaxial withdrawal) may have contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. The team performed leg vessel predilation and sheath upsizing for tortuous calcified legs. During the procedure, the right groin was accessed with a 14fr esheath and wire placed in the lv. The femoral arteries had calcium and tortuosity, as the commander with valve was being advanced through the 14fr sheath, it appeared the delivery system and wire compromised the expansion seam on the 14fr sheath. The doctors made the decision to remove the 14fr sheath and delivery system as one and replace with a new 14fr sheath, valve, and delivery system. Proper procedural steps were being followed with the 2nd system in place. As the doctors were performing valve alignment in the descending aorta, the extra support .035 wire was pulled from the lv. They attempted to re-cross without success. The doctors were reluctant to pull the delivery system back through the 14fr sheath so they deployed the second 26mm s3u in the descending aorta. The delivery system was removed after inflation and the 14fr sheath was left in place. A third 26mm commander and 26mms3u were prepped and delivered through the second 14fr sheath. The delivery system/valve was inflated in the annulus of the native aortic valve successfully. The delivery system was removed and the 14fr sheath was removed and groin closed without incident. The patient was sent to tavr step down unit and post procedure was recovering as expected.